Manufacturer narrative:
Follow-up submitted to report device evaluation.

Manufacturer narrative:
Patient's age, weight were not provided. If the requested information becomes available, a supplementary report will be submitted. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), patient experienced loss or failure of implant to integrate.